Event description:
Periarticular locking screw pullout, 1st time incident - 2 periarticular locking screw pull out happened on (B) (6) 2009 which was tightened with the screw drive then again 2nd time (B) (6) 2009 same 2 periarticular locking screws again pulled out.

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.